Event description:
It was reported that a user¿s dexcom g7 sensor failed to pair with a replacement ilet after verifying the sensor code and bluetooth status, while the sensor was paired to the dexcom app. Symptoms included no glucose data transfer to the ilet. Outcomes included interruption of automated insulin dosing on the ilet and reliance on alternate monitoring while troubleshooting. Investigation included customer troubleshooting with device restart and guidance to attempt sensor replacement and re-pairing. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7, potentially due to the sensor being concurrently paired to the dexcom app, which can impede direct pairing to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was use-related bluetooth pairing conflict between the cgm and the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.